Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) channel. As a result, pacing inhibition for less than two seconds occurred. The patient coughed and the noise was reproduced, therefore, reprogramming options and further testing was performed. No adverse patient effects were reported. This device remains in service.